Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-apr-2013, UDI#: (b)(e4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had fallen 4 times in the last two months. The patient stated that they did not know what is causing her to fall, but noted that she fell twice when she was standing, and twice when she was in a recliner. The falls have caused her to have a sharp pain in her right side. Pt states that she had a accident, which was understood to be a car accident but was not clarified, on the wednesday before thanksgiving and reported feeling pain in her right leg that is "killing her". The ins is turned off, the patient was in rehab, and their healthcare provider wanted her to get an MRI. It was also noted that the healthcare provider thought that the falls caused the internal leads to dislodge, and that she might get the ins removed. MRI-mode was reviewed with the patient. The patient was redirected to the healthcare provider to further discuss concerns and questions about removing the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.